Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The registered nurse (rn) stated they had connected the home patient (hp) after pressing go on the hc. The rn disconnected the hp and the technical service representative (tsr) had the rn cycle power. The rn stated they would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error during a system error 2240, where the caregiver started the initial drain before connecting the patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly connecting to the homechoice when starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.